Event description:
It was reported that there was unexpected longevity, with the device reaching eri (elective replacement indicator) within approximately two years. High thresholds were also noted on the atrial lead. The device was explanted and replaced, and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sp02 competitor implantable tachy lead, (B)(6) 1999. (B)(4).